Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed signs of abrasion at 26.5 cm to 30 cm distal to the is-1 connector pin. However the insulation was intact. Based on the characteristics of these findings, it is reasonable to assume that the lead had been subject to constant fiction against another implantable device such as a nearby lead. Furthermore multiple cuts in the insulation were found which most likely resulted from the extraction procedure. Blood penetrated the lead in these areas. Further analysis of the lead did not show any deviations which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead exhibited oversensing with pacing inhibition. The pacing impedance climbed from 660 to 1250 ohms in two months and there was a gradual increase in pacing thresholds as well from 1.5v to 7v. This lead was replaced.